Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were no circumstances that led to the issue and stated that ¿it just would not respond to the external programmer. As actions taken to resolve the issue, the patient had tried charging the external programmer but that did not help. They reported that they were sent a replacement programmer but it was still not working. The patient then located a urologist that worked with the device and made an appointment. They reported that, yes, they thought the poor communication issue was due to normal (internal) battery depletion as it was implanted in (B)(6) 2013. The patient also noted that the external programmer had new batteries inserted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated she has had a return of symptoms. Caller stated she has not been able to connect to ins since (B)(6) 2019. Caller tried communicating with and without antenna using the programmer. Caller still saw poor communication. Caller stated she had an unrelated breast cancer surgery on (B)(6) 2019 and was unable to 'shut it off' (due to poor comm). There were no further complications reported.